Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient gets 4 bolus a day. The patient reported that for about 2 weeks they have been having difficulty connecting their handset to their pump. The patient stated that the handset will get stuck at 90% and they have to wait 3 minutes for it to go through, but lately it has been going up to 90% waiting and then after that it will show the restart the screen and they will have to start all over again. The agent assisted the patient with clearing data on the handset. The troubleshooting steps that were taken on the call resolved the issue.